Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, rupture. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; h10

Event description:
It has been identified that this record, mrn 9617229-2024-00725, is a duplicate of mrn 9617229-2024-01341. Please see mrn 9617229-2024-01341 for reportable events.

Event description:
Patient reported rupture. The device has been explanted. This record relates to the right side.